Event description:
It was reported that during use cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) while transferring, the machine slipped out of the trolley lock, but the equipment did not stop operating. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, e1 (initial rep name) h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code) due to uneven outdoor ground, the machine was jolted until the main unit detached from the trolley. Fortunately, medical staff nearby noticed and handled the situation correctly, preventing the main unit from falling to the ground and causing no equipment shutdown or patient injury. The unit was returned to normal use.

Event description:
N/a